Event description:
It was reported to st. Jude medical that the pt presented in 2000 to the hospital after receiving several shocks. Upon interrogation, the diagnostics reported lead impedance of greater than 2000 ohms and a high degree of noise were detected during sensing. The decision was made to explant the device.